Event description:
A malfunction was reported by the customer, specifically identified as 16-0x20e6. There was no information available regarding any impact on the customer¿s blood glucose level. No further details about corrective actions or customer outcomes were provided in the report.